Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).

Event description:
A site reported that a patient experienced an anterior dislocation of a sulcus-fixated light adjustable lens+ (lal+) following a yag capsulotomy. The lens is reported to be in contact with the iris, with associated pigment dispersion and elevated intraocular pressure (iop). The patient was treated with a beta-blocker and a carbonic anhydrase inhibitor for management of the increased iop. The patient is reported to be responding well to treatment and satisfied with their visual outcome. No additional information has been provided.